Event description:
It was reported that during surgery of meta-tan nail, it was difficult to drill using the lag screw drill. After removing the device from wound, it was found that the tip got broken inside the patient. The piece of 2cm approximately, was removed using the guide pin (the piece was attached to the guide pin). No remains. No back up available, the surgery was completed with incomplete drilling and without lag screw. Compression screw was implanted safely. No harm to patient, it was femoral shaft fracture and not trochanteric fracture, so no need of lag screw. It is unknown the surgical delay.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the drill fractured off and was returned. The flutes of the drill are heavily damaged around the fracture site, with nicks and gouges in the surface. The device was manufactured in 2016 and shows signs of extensive usage. The medical investigation concluded that, per communications, the retained approximately 2cm piece of the broken tip, was removed using the guide pin (the piece was attached to the guide pin). According to the report, there were no pieces left inside the patient and no back up was available. Per report, the surgery completed with incomplete drilling and without lag screw and the compression screw was implanted safely. No harm to patient, it was femoral shaft fracture and not trochanteric fracture, so no need of lag screw. It is unknown the surgical delay. Should any additional medical information be provided this complaint will be provided. No further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.